Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "upstream occlusion at low rates" was confirmed during product evaluation. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct the reported condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with an "upstream occlusion at low rates." This event occurred during biomedical testing and may have been a false occlusion alarm. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.